Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Multiple MDR reports were filed for this event, please see associated report: 9610905-2019-00251.

Event description:
It was reported screws securing a plate were removed due to the patient having trouble with eye mobility unrelated to the implants.